Event description:
It was reported to covidien on (B)(4) 2014 that a customer had an issue with a feeding set. The customer states that they noticed that their daughter's feeding pump was way over her feeding amount which they assumed was a feeding pump issue. The customer uses the measurements on the feeding bag which they were assuming were correct. However the customer measured out by ml and filled the bag to 400 ml, this showed that the ml measurements were way off. The customer further stated that they noticed their daughter was bloated and during cauterization they were getting excessive amount of urine which they believe this may have caused her stress. The customer uses promote with fiber formula.

Manufacturer narrative:
An investigation is currently underway, upon completion the results will be forwarded.